Event description:
After an implantation period of approx. 47months, ventricular oversensing was reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 6.5 cm distal to the df4 connector pin. The proximal and the distal lead fragment were returned. In between, an approx. 3 cm segment of the lead body was missing. The returned lead fragments were visually and electrically analysed. The analysis revealed multiple signs of wear along the lead body. In the distal area of the lead near the rv shock coil, the insulation was found rubbed through. This damage can be considered to be the root cause of the clinical observation reported in the complaint text. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the lead's motion. Furthermore, tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Furthermore, a deformed svc shock coil and cuts in the insulation with blood infiltration were noted, which most likely resulted from the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.